Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device had a cracked top case (front lower left corner. The pump event history showed an invalid syringe size error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during syringe reading functional test. A torn barrel size pot's flex was observed. The root cause of the reported issue was unable to be determined. The technician replaced the barrel clamp's size pot. Greased and calibrated pump which passed all functional test.

Event description:
It was reported that a failed syringe size error was observed. No patient injury was reported.